Event description:
Info received indicates the bed controls are only operating intermittently due to fluid ingress on the left and right siderail ucm circuit boards.

Manufacturer narrative:
The tech replaced the siderail gaskets and the left and right siderail ucm circuit boards to repair the bed.